Event description:
Doctor was drawing up methotrexate chemotherapy intrathecal to administer to patient under sedation. Patient was beginning sedation and while drawing up medication, syringe was faulty and plunger came completely out of syringe, causing chemotherapy to spill and delaying the procedure after patient had received versed and fentanyl.